Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure. All explanted devices were not returned as they were not released by the hospital.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, (B)(4).